Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation and mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip was explanted and discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report after clip implantation, mean pressure gradient increased to 10 mmhg, and increase mr requiring mitral valve replacement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully reducing mr to 3. After clip deployment, the mean pressure gradient increased to 10mmhg. The clip remained stable. There was no tissue damage noted. Therefore, no additional treatment was performed as the physician was satisfied with mr grade and the patient was hemodynamically stable. On (B)(6) 2019, the patient was sent for mitral valve surgery for increased mr of grade 4+ and the high mean pressure gradient. The clip was confirmed to be stable on both leaflets and there was no tissue damage. However, the physician opted for surgery instead of trying an additional clip. Surgery was the next option if the initial clip did not improve the patient¿s mitral regurgitation. No additional information was provided.